Manufacturer narrative:
Section d10 references: product ID: 37603, serial #: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) who reported the deep brain stimulators failed. They were replaced on (B)(6) 2022.

Event description:
The healthcare provider (hcp) provided additional information that the cause of the battery replacement was the end of battery life (eos). The doctor evaluated the devices to determine the battery life. The ins were disposed of.

Manufacturer narrative:
Continuation of d10: product ID 37603 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2022 product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.